Manufacturer narrative:
The device was discarded at the facility and was not available for analysis. Additional information was requested but was not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. According to the case report, the diameter of the right external iliac artery was 5.8mm. The outer diameter (od) for the dsf2233 is 8.3mm. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using conformable gore tag® thoracic endoprostheses and a gore® dryseal flex introducer sheath for a thoracic aortic aneurysm. Gore 22fr sheath was inserted from the right side of the patient. Although there was resistance at the time of insertion, delivery was successful. Stent grafts placement were completed without any problems. As the sheath was pulled down, blood pressure decreased, and angiography detected that the right external iliac artery was ruptured. Two stent grafts were added for the treatment, and patient blood pressure was stabled. Then after the sheath was removed, it was detected vessel dissection at the insertion site/puncture site. It was surgically repaired. Blood pressure drops again during the repair. Another rupture was confirmed at the site of bifurcation on right common iliac. A stent graft was added from the terminal aorta to complete the procedure. The patient tolerated the procedure. The physician's comment: the patient's access blood vessel was narrow. The rupture of the right common iliac bifurcation appears to have dissected from the site of the first ruptured right external iliac artery.